Manufacturer narrative:
Product complaint # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any alleged deficiency relating to ethicon product? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article. If yes, please provide specific suture product code and lot number involved. Initial procedure date.

Event description:
It was reported in a journal article that a patient suffered a laceration to the right brow after a fall against a metal chair on an unknown date and topical skin adhesive was used to close the laceration. The next morning, the patient awoke with periorbital swelling, fever of 40 c and vomiting. Computed tomography (CT) scan was performed and the patient was discharged home on amoxicillin. The swelling continued to worsen during the day. The right upper eyelid was erythematous and swollen shut. The topical skin adhesive was present on the laceration below the right brow, with crusting along the laceration and eyelid margin. A CT scan showed preseptal edema involving the right eyelid and anterior orbit with no intraconal extension. The topical skin adhesive was removed from the wound and cultures were obtained. Empiric intravenous antibiotics were administered, but the swelling and erythema worsened and the abscess was surgically drained. Streptococcus pyogenes sensitive to clindamycin was isolated from the cultures. The patients condition improved after surgery, and the patient was discharged home 5 days after admission on oral clindamycin. Two weeks after sustaining the injury, the laceration had healed with a good cosmetic result. Additional information will be requested.

Manufacturer narrative:
Product complaint # ==> pc-000096932 corrected data: ¿ upon additional review it is determined that this medwatch report is not reportable.